Event description:
It is reported that the device was implanted in 2006 and revised in late 2008. Poly liner was exchanged to a new constrained liner.

Manufacturer narrative:
Evaluation summary: no product was not returned for evaluation. Also, x-rays were not available for review. Based on the available information a definitive cause can not be concluded. Results - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.